Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient woke up and felt nauseous. Two hours later, the patient was vomiting and had ¿excessive heart palpitations¿. The patient¿s cgm was 126 mg/dl and later increased to 138 mg/dl. No bg meter comparison value was reported. The patient thought her symptoms were due to a heart attack and had her mother call emergency medical services. Ems arrived after 15 minutes, and tested the patient¿s bg meter reading, which was 575 mg/dl while the cgm was reading 159 mg/dl. The patient was treated with IV fluids and oxygen due to dyspnea. She was then transported to the emergency room (ER). At the ER, the patient had an EKG done, which ruled out a heart attack. The patient¿s cgm was reading 159 mg/dl, but no bg meter comparison value was reported. The patient was diagnosed with diabetic ketoacidosis (dka) and admitted to the intensive care unit (ICU). The patient moved from the ICU to a regular hospital room on (B)(6) 2025. The patient was further treated with IV insulin, magnesium, and potassium. The patient was discharged on (B)(6) 2025. The patient was ¿okay¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was taken prior the arrival of the paramedics and the patient experienced symptoms. The reported glucose values fall within the c zone of the parkes error grid was taken upon the arrival of the paramedics. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device available for evaluation - additional. H2: additional information. H3: device evaluated by mfg - additional. H6: type of investigation - additional.

Event description:
Product was provided for evaluation. An external visual inspection was performed and passed. There was no damage to the wearable. Nordic bluetooth pairing test was performed and passed. As previously reported, data was evaluated and the allegation was undetermined. The probable cause could not be determined via product. No additional patient or event information is available.